Event description:
The hosp reported that during several coronary artery bypass procedures, eight heartstring seals did not deploy out of the delivery tube into the aorta. The surgeon used replacement units to complete the procedures. No pt complications were reported by the hosp.